Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reproducible accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer that did not match the patient's clinical picture. The sample was repeated on an alternate method and the results were within the normal reference range. The result was reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. Patient identifier a has been provided. (B)(4).

Event description:
On february 8, 2010, the facility's representative originally reported to baxter global technical services one colleague infusion pump that was beeping low battery when not plugged in. After being plugged in, a "take out of service" message was displayed. This condition was reported to have happened during patient therapy. In a follow-up phone call, the facility representative referred to notes to correctly clarify the reported condition. The facility representative stated that the device was infusing while plugged in when there was an audible alarm heard by 3 nurses from outside of the patient's room. The nurses entered the room to find that the infusion had stopped and the pump displayed the message "damaged battery". The nurses took the device out of service, however, there never was a message that stated "take out of service", which was originally reported. The facility representative stated that an IV solution for dehydration was being infused and that there were no reports of patient injury or medical intervention. The patient was reported as being fine after the reported condition. The pump was swapped out for a different one. No additional information is available. The software version for this device is currently not known.